Manufacturer narrative:
(B)(4). Batch # m9275g. The handpiece was received with the nose cone cracked. In addition, coating material of the housing was flaking off. The loose particles on the surface are aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality causing the reported issues. A batch history record review was performed, and a protocols was created during the manufacturing of this batch but was not related to the event description. Additionally no defects or ncr related to the complaint were found during the manufacturing process.

Event description:
It has been reported that the hp054 did not pass the pre-run test and that the generator displayed to change the handpiece. No harm to the patient.